Event description:
In 2002, the user facilities director informed the MFR's sales representative of the following: after flushing device catheter, the device catheter would not pass through tunneled area. Apparently the device cuff had swollen where it would not pass through tunneled area.